Event description:
It was reported before use the bd vacutainer® push button blood collection set had sterility issues (product not sterile). The following information was provided by the initial reporter: the customer stated "the tubing of the needle is protruding from the plastic housing and seal. The tubing extended beyond the border of the packaging and a portion of the tubing was shaved off."

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for severed tubing and incomplete seal with the incident lot was observed. Additionally, evaluation of the customer samples was performed and severed tubing and incomplete seal was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® push button blood collection set had sterility issues (product not sterile). The following information was provided by the initial reporter: the customer stated "the tubing of the needle is protruding from the plastic housing and seal. The tubing extended beyond the border of the packaging and a portion of the tubing was shaved off."

Manufacturer narrative:
The following fields have been updated due to additional information: h.6. Investigation: bd received samples and a photo from the customer for investigation. The photo was reviewed and the customer¿s indicated failure mode for severed, packaging issues, preactivation with the incident lot was observed. One unit revealed the extension tubing was not packaged correctly and caused the incomplete seal and was cut by the packaging blades. Eight units underwent premature retraction due to a broken lever arm. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® push button blood collection set had sterility issues (product not sterile). The following information was provided by the initial reporter: the customer stated "the tubing of the needle is protruding from the plastic housing and seal. The tubing extended beyond the border of the packaging and a portion of the tubing was shaved off."